Event description:
First adverse symptoms to allergan cohesive gel silicone breast implants began, anxiety, brain fog, heart palpitations, leading onto over the next 4 years, rapid weight gain, chronic fatigue syndrome, hair loss. Brittle broken nails, skin rashes/hives, feelings of breathlessness, vulnerability, intolerance to alcohol, nausea, motion sickness, feelings of being poisoned.